Event description:
It was reported that the customer had a motor error alarm during prime on the insulin pump. The customer's blood glucose level was 145 mg/dl. The customer was advised to change complete set. The customer was asked to deliver a 5 units via fill cannula, the customer alarm history showed e70 of the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was asked verbally and in written form to return broken insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.